Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device was receiving an error message (exact error message not reported) and would not run. It was reported that there was no delay to the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the flex circuit was cracked and the hose had a hole in it. It was determined that these issues were due to worn out motor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.